Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, hv lead impedance was out of range. The pocket was reopened to tighten down the lead into the header and the problem was resolved. The device and lead remain implanted.